Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 case by tao approach in the aortic position the certitude delivery system balloon burst at the end of valve deployment. Despite the balloon burst, the valve was well implanted with no pvl. Difficulty was encountered while retrieving the delivery system. It was not possible to pull the burst balloon back into the sheath. Therefore it was decided to remove all devices together. ¿no particular friction or force was applied but the nose cone and the adjoining shoulder were detached from the catheter¿. The physician was able to retrieve the nose cone by an endovascular intervention and the patient was doing ¿ok¿ post procedure. As per medical opinion, the cause of the balloon burst could be bulky calcifications.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, the nose tip separation and balloon burst were observed. Adhesive was present on the guidewire shaft and in the balloon wing, indicating the components were properly attached. No relevant functional testing was able to be performed due to the condition of the device. Single wall thickness of the balloon was taken, as a below specification wall thickness could contribute to the balloon burst. Measured components were within specifications. A DHR review was performed and did not reveal any issues that may have contributed to the reported event. A lot history review revealed one other similar complaint for ¿balloon ¿ burst¿ and no similar complaints for ¿distal tip, nose tip ¿ separated¿ or ¿delivery system ¿ withdrawal difficulty¿. A review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend categories ¿balloon burst¿, ¿separated¿, or ¿withdrawal difficulty¿. No IFU/training deficiencies have been identified. Inspections in the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty¿ were confirmed through provided imagery and visual inspection. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification on the native aortic valve and/or annulus. According to the case notes, the patient had severe valve calcification. Thus, the root cause can be attributed to patient factors. Because the balloon burst, it is likely the torn balloon was caught on the distal tip of the sheath during withdrawal, and excessive or forceful manipulation of the device caused the nose tip to become separated. As stated, it was not possible to pull the burst balloon back into the sheath. Per training materials, in the event of a balloon burst, excessive force should not be used to withdraw the delivery system through the sheath tip. Available information suggests that procedural factors may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required.